Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's display was missing clinical information. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, environmental chamber, defib cycle, and performing various device activities using test accessories, including test pads and multi-function cable without duplicating the report. An internal inspection resulted in no findings, but the display cable was replaced proactively. The device was recertified and returned to the customer. The device logs did not add value to the investigation for reports of this nature. No trend is associated with reports of this type.